Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure (to retract) or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her son's blood glucose was in the 300's (mg/dl) less than a day after the device was activated, so she checked the pod. She saw blood in the viewing window, so she removed the pod and noticed that the needle had not retracted.